Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that this bioprosthetic valve, implanted approximately thirteen (13) years, was explanted due to unknown reasons. The explanted device was replaced with a model 3300tfx 23mm. Follow up for additional information currently in progress.

Manufacturer narrative:
Through follow up with the health care provider, it was learned this device was explanted after an implant duration of 13 years due to reoperation for an aortic aneurysm. The surgeon indicated the explant was not due to a device malfunction. He noted in his response "13 year old - working fine but was reop for aneurysm". After explant, the device was forwarded to the pathology lab at the hospital for analysis. The report does not provide any information regarding the valve condition. It does include information regarding aortic tissue. The hospital lab does not retain devices for more than two weeks. Therefore, the device was discarded by the hospital and is not available for evaluation. No further action will be taken as this was determined a prophylactic replacement and not related to a malfunction of the device based on the medical records provided.

Manufacturer narrative:
Method: device not returned. It is unknown at this time if the device is available for return and evaluation. No additional information has been made available. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.